Event description:
Pt stated lens felt scratchy and she has a torn cornea. She notes that she has dry eyes and was experiencing this before the alleged tear. Several attempts to contact the pt for more info have been made with no reply to date. This is being filed as an unconfirmed corneal tear.

Manufacturer narrative:
This is being filed as an unconfirmed corneal tear.